Event description:
Customer reported unexplained high and low blood glucose. He stated his blood glucose will be high when he wakes up, sometimes in the 500s. He does not know why it is high. Customer declined speaking with help line. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).